Manufacturer narrative:
Complaint investigation is in process.

Event description:
Customer stated that they had numerous false positive samples when running the realtime sars-cov-2 assay. Customer stated that on a realtime sars-cov-2 assay run of 96 samples, 55 were positive with abnormal target curves. Customer is proactively reviewing the assay curves before releasing results, so they chose to repeat the suspect positive samples on the alinity m platform. Customer stated that of the 55 positive results, 4 repeated positive and 51 repeated negative on the alinity m platform. Customer did not report out the initial suspect positive results from the realtime sars-cov-2 assay, therefore, it was not possible for suspect results to impact patient management.

Manufacturer narrative:
Investigation into this complaint included a quality data review, a service history review, a customer data review, and a complaint history review. The results of the investigation are summarized as follows: quality data review over the last two years, no related non-conformances or CAPA were identified for false positive rt sars-cov-2 results due to step noise. Service history review the review of all tickets for m2000rt instrument serial number (sn) (B)(6) did not indicate a systemic discrepant results issue for m2000rt instrument sn (B)(6). Customer data review elevated relative noise values for the reported run with noise are consistent with the observed wavy lines in the reference that produced discrepant results. Reduced relative noise values for run after the lamp change and optical calibration indicate the lamp replacement and required optical calibration resolved the noise issue for instrument sn (B)(6). Complaint history review complaint history review for the last two years, identified the ticket currently under review in this investigation and two additional tickets, related to the rt sars-cov-2 amp kit, ln 09n77-95 having lamp noise in the reference dye signal that caused false positive results based on the results of the investigation, no product deficiency was found for m2000rt instrument (ln 09k15-01, sn (B)(6)). Additionally, realtime sars cov-2 assay list number 9n77-95, lot 510027 was investigated as contributing to a discrepant result and no product deficiency was identified.

Manufacturer narrative:
Investigation into this complaint to date includes a service history review, a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: service history review m2000rt instrument serial number (B)(6) was installed at a customer site in chapel hill, nc on (B)(6) 2009. The review of all tickets for m2000rt instrument sn (B)(6) did not indicate a systemic discrepant results issue for m2000rt instrument sn (B)(6). Customer data review run data associated with the questioned results were reviewed. Elevated relative noise values are consistent with the observed wavy lines in the reference that produced discrepant results. Reduced relative noise values was observed for the runs subsequent to the lamp replacement and required optical calibration, which indicate these actions resolved the noise issue for instrument (B)(6). Corrective and preventative action (CAPA) / non-conformance (nc) review over the last two years, no related non-conformances or CAPA were identified for false positive rt-sars-cov-2 results due to step noise. Complaint history review complaint history review showed that, over the last two years, this ticket and two additional tickets are related to the rt sars-cov-2 amp kit, ln 09n77-95 having lamp noise in the reference dye signal that caused false positive results. Based on the results of the investigation, no product deficiency was found for m2000rt instrument (ln 09k15-01, (B)(6)).